Event description:
The foreign national complaint coordinator (ncc) received a report from a user facility involving a basal/bolus infusor filled with 0.2% ropivacaine hydrochloride hydrate 287 ml and droleptan 1ml, which reportedly over-infused during patient use. The facility reported that the device completed infusion in 23 hours instead of 72 hours as anticipated. The patient complained of nausea. The facility reported that the device was kept at a temperature of 31 celsius and the flow restrictor was kept at the same location as the device. No further information was available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.